Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge in an ilet system was leaking after the user advanced to a high unit count on the priming screen without seeing drops, then removed the cartridge and observed leakage; a guided supply change was completed and insulin delivery was resumed, with blood glucose documented at 101 mg/dl and not affected. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting with guided reinstallation and monitoring for recurrence. Investigation of this case revealed normal device function after supply replacement and a likely isolated cartridge leak consistent with a component or consumable issue, with no subsequent recurrence reported. It was concluded, based on previously established findings for similar reports, that the cause was user consumable performance consistent with a leaking cartridge, with no device malfunction confirmed.